Manufacturer narrative:
Section b3 - date of death unknown no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a history of biventricular assist device (bivad) implanted on (B)(6) 2023. The patient had a history of right heart failure prior to implant with the left ventricular assist device (lvad). The lvad did not cause of contribute to the patient's requirement for right-sided support. The patient had 0 flow on the right ventricular assist device (rvad) and the cause was not determined. The site disconnected the driveline. The zero flow event did not resolve, however the patient was hemodynamically stable and did not experience any symptoms as a result of the event. Following review of the submitted log files, it appeared there were ongoing low flow events with flows noted at zero. The data capture was shortened to about 5 hours due to the amount of incoming data so the beginning of the events was not available. There appeared to be a drop in flow and pump power on the periodic log file. The pulsatility index (pi) values were non-variable and settled into the 2-3 range. The pump powers appeared on the low side in the 2 w range. It was later reported that the patient was declared do not resuscitate (dnr) on palliative care due to comorbidities and passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site disconnected the driveline because no flow returned to the pump. The patient tolerated only lvad support after the disconnect until the withdrawal of care.